Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant reported a patient who underwent cardiac surgery was implanted with an impella rp device for mechanical circulatory support for bipella support to allow for extracorporeal membrane oxygenation (ECMO) decannulation. While the patient was on impella rp support, there were low pump flows. The rp device was explanted. The patient continued with ECMO support.

Manufacturer narrative:
The impella device was received for investigation. The data logs confirmed the failure mode and clinical narrative. Logs showed after pump started and ran for 8.5 hours several suction alarms were observed. Upward shift in motor current trend and low flows were seen. Product was returned in damaged condition (no pump plug). Visual inspection found biomaterial inside the pump housing. No other issues were found on the rest of the pump. As per given clinical information, patient was maintained with low acts (sub-therapeutic) during insertion of rp flex. The root cause of the low flow was biomaterial ingestion. D9 date device returned to manufacturer added the following have been reported incorrectly or missing from manufacturer device report 1220648-2024-12485: e4 should have been left blank. G1 reporting contact fax number missing.